Manufacturer narrative:
The customer complaint of bulge in the silicone segment was confirmed per picture received by the customer. It was observed per picture received by the customer that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause could not be determined. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a bulge in the silicone segment of the IV tubing during a lipid infusion. No patient harm reported.